Event description:
The device's previous manufacturer, invacare, contacted ventec via email to report the following patient related event: "on (B)(6) 2022 ms. [Redacted] was using the concentrator with a 100 foot nasal cannula tubing. While standing at her sink in the kitchen, a flash ignition occurred that caused the tubing to explode off of her face. She went upstairs to the concentrator and it had also caught fire. Ms. [Redacted] put out the flames to prevent the house from burning down. At all times she was using the product non-negligently and consistently with the instructions she had received. Ms. [Redacted] suffered burns to her upper lip, nostrils, and other parts of her face, for which she was hospitalized. She experienced and continues to experience pain and suffering, including post-traumatic stress that has interfered and continues to interfere with her ability to comply with her physician's prescription of supplemental oxygen." The patient had been prescribed home oxygen for management of her chronic obstructive pulmonary disease (copd). No further information about the patient was provided.

Manufacturer narrative:
H6: the initial reporter did not provide a device serial number. As a result, section d4, serial # and UDI#, are currently "unknown" and section h4, device manufacturer date, shall be left blank. If the serial number is received, these fields shall be updated accordingly. The device has not been returned to ventec for evaluation. The previous device manufacturer, invacare, is performing the investigation. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec reached out to the previous device manufacturer, invacare, to inquire about their investigation. Invacare advised ventec "after review of this record, we have not been provided any updates or new information for this event or device. There has been no return of the product." Should any additional information regarding this event become available or the device be returned for an evaluation, a follow-up report will be submitted as defined by 21 cfr 803.56. The device has not been returned to ventec or invacare for an evaluation. The cause of the reported issue could not be determined.